Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemic event after being disconnected from the ilet due to depleted supplies and was using subcutaneous insulin pens for interim therapy. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a medical device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.